Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4). Device evaluation is in progress but not yet complete.

Event description:
It was reported that during a non-device related procedure, it was identified that the spinal cord stimulator (scs) leads migrated and eroded through the skin, exposing the leads. It was noted the site was infected, however, the patient did not feel any symptoms of the infection. The patient had been administered antibiotics for their pre-existing medical condition and therefore, these meds were thought to have addressed the lead erosion site infection. The leads remained implanted.